Event description:
Additional information was received noting that the patient had no infection present and that the retained cultures were negative. More information was received that the patient had their lead explanted and replaced device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation will not be necessary as it will add no value to the investigation no other relevant information has been received to date.

Event description:
Additional information was received noting that the reason for lead being explanted is due to the initial suspicion of infection. No other relevant information has been received to date.

Event description:
It was reported that the patient is in need of an explant due to developing an infection at the generator site. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3 - code 81, device evaluation is not necessary as the return of the device will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.